Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As the reported difficult to advance was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood/contrast on the guide wire likely resulted in the reported difficult to advance. Inadvertent mishandling resulted in the noted device damages (multiple catheter tip tears, multiple hypotube bends, multiple hypotube kinks, strain relief kink) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 3.0x38 mm xience sierra stent delivery system (sds) could not advance over the properly hydrated 0.014 guide wire and could not reach the guiding catheter. Another same size xience sierra sds was used to complete the procedure successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that there were two tears noted at the distal end of the catheter tip. No additional information was provided.